Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was returned to the catheterization laboratory due to the loss of distal pulses. A circulatory support pump had been inserted using left-side percutaneous femoral arterial access and remained in use at the time of the report. During support, the patient developed limb ischemia. No additional information regarding patient characteristics, device performance, or expectations for product return was available, and the patient continued to receive ongoing support.